Event description:
During a gynecologic laparoscopic surgery, device was used as irrigator/smoke evacuator. However, when not in use, the device continued to "suction." During period of non-use device was resting on bowel, the suction then created a large hematoma on the bowel. Laparoscopic film saved.